Manufacturer narrative:
The was arrived not deployed, with the slide insert not visible through the top housing and the needle cap still attached to the device. The investigation found no attempt to have been made to removed the needle cap and adhesive liner from the adhesive pad. The cannula could not have dislodged from the infusion site as it had not been deployed. Investigation of the bottom housing indicates that the adhesive was properly welded to the device and no damages or defects were observed that would contribute to the reported event. The cause of the reported adhesive issue could not be determined. Inspection of download data indicated that the device generated an 0x47 alarm at fill, indicating saw veto test failure. No pulses were delivered and the pod arrived in pod state 15. This alarm was not replicated during rerun. No timeouts or drive stalls were observed. Inspection of the fluid path, needle mechanism, drive mechanism, and electrical components found no evidence of damages or deficiencies that would contribute to the generation of the observed alarm. The cause of the 0x47 alarm could not be determined.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. It was reported that the cannula had dislodged from the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that a patient's blood glucose levels (bg) reached over 250 mg/dl. The patient reported cannula being dislodged, when it was removed from the infusion site. For treatment, the patient changed out the pod for a new pod.